Manufacturer narrative:
(B)(4). Additional information: based on the observed tissue in the jaws of the instrument, this complaint was upgraded to a reportable serious injury. Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the jaws noted a malformed clip between the jaws with a small piece of tissue. One of the clip legs was on the outside of the jaws. The instrument handle was flaccid. The instrument shaft was bent. Small dents on the proximal shaft. The condition of the instrument precludes functional evaluation. The instrument was disassembled to evaluate the internal components. The trip lever was broken. The distal end of the pusher bar was bent. The wishbone link was disconnected from the trigger handle. The instrument had ten clips remaining. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due the malformed clip, bent shaft and pusher bar, damaged trip lever, disconnected wishbone link and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: during a laparoscopic cholecystectomy procedure, the device closed on the tissue and got stuck. The surgeon could not squeeze the handle to open the jaws. The device was able to be removed from the tissue. The clip was not deployed and was still in the jaws upon removal.